Event description:
It was reported that a patient, underwent a procedure with a lasso® nav eco variable catheter and a magnetic sensor occurred. The device was not recognized when the catheter was connected. The procedure was completed without patient consequence and changing the catheter to another one. This event is being reported because the bwi failure analysis lab received the device for evaluation and found ring # 1 damaged and sharp on the proximal side. This finding is reportable because of the potential risk for the patient. The awareness date for this record is july 15, 2014 because of the product returned condition.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a procedure with a lasso nav eco variable catheter and a magnetic sensor occurred. The device was not recognized when the catheter was connected. The procedure was completed without patient consequence and changing the catheter to another one. This event is being reported because the bwi failure analysis lab received the device for evaluation and found ring # 1 damaged and sharp on the proximal side. This finding is reportable because of the potential risk for the patient. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that ring # 1 was damaged. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. An internal corrective action has been created to investigate this condition. The catheter outer diameters were measured and catheter was within specifications. Per the reported event, the catheter was tested on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. For the damage ring, as previously stated, an internal corrective action has been created.